Event description:
Two nursing assistants were transferring the resident in the hoyer lift. The resident slipped out of the hoyer seat, fell to the floor and hit his head. He was transferred to the hospital for an evaluation because he suffered a raised area at the base of his head. An x-ray of his skull was ordered; it was negative for fracture. An injury to the head and/or cervical spine was ruled out. Upon investigation, it was determined that the lift was used correctly. However, in the future, this resident will be transferred with the hoyer lift and the assistance of three people to prevent this from occurring again. Perhaps a different type of seat could be designed so that a patient cannot slip outdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown. Conclusion: invalid data, no failure detected and product within specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.